Event description:
It was reported that post-op to a sleeve gastrectomy procedure performed on (B)(6) 2010, the patient complained of pain in the upper left quadrant. The pain was reported on (B)(6) 2010 at a different facility. The surgeon was notified and a reoperation was performed on (B)(6) 2010. During the procedure an open staple line was noticed in the vicinity of the 3rd or 4th firing approximately the length of the reload. The entire length of the staple line was over-sewn to correct the problem. The surgeon stated that during the original procedure, the device was fired 6-7 times with no issues and the staple line looked complete.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6).additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of followup information.